Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("during partial hysterectomy surgeon discovered that the coil had perforated her uterus and appeared on fluoroscopy to be near spinal column/ perforation (uterus)"), sepsis ("sepsis infection") and genital haemorrhage ("heavy bleeding") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "doctor experienced difficulty in implanting right-side essure coil" on (B)(6) 2007, device difficult to use "despite multiple attempts, the surgeon was unable to remove the essure" on (B)(6) 2007 and device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included gravida I, parity 1 in 1990 and hypothyroidism. Previously administered products included for an unreported indication: depo shot. Concurrent conditions included overweight, hypotension, hypoxia, hyperlipidemia, hypokalemia, nausea, vomiting, urinary tract infection, anemia and lobar pneumonia. Concomitant products included alprazolam from 2007 to 2017, benazepril from 2000 to 2018, diphenhydramine hydrochloride (benadryl) from 1980 to 2018, hydrocodone from 2000 to 2017, ibuprofen (advil) from 2008 to 2018, levothyroxine sodium (synthroid), medinite (nyquil) from 1980 to 2018, paracetamol (tylenol) from 1980 to 2018, rosuvastatin (crestor) from 2000 to 2018, sertraline (zoloft) from 2000 to 2018, trazodone from 2000 to 2015 and vicks formula 44m (dayquil) from 1980 to 2018. In 2007, the patient experienced back pain ("severe back pain"), fatigue ("fatigue"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercource)"), depression ("depression/ worsened depression"), anxiety ("anxiety"), drug hypersensitivity ("allergic or hypersensitivity reaction- type: penicillin"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and acute kidney injury ("acute renal failure/kidneys shut down"). On (B)(6) 2007, the patient had essure inserted. On the same day, the patient experienced abdominal pain ("abdominal pain- episode/ pain abdomen chronic"). On (B)(6) 2007, the patient experienced sepsis (seriousness criteria hospitalization and intervention required). In (B)(6) 2007, the patient experienced uterine perforation (seriousness criteria hospitalization and intervention required). In 2009, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), depressive symptom ("symptoms of depression") and weight fluctuation ("weight fluctuations"). The patient was hospitalized on (B)(6) 2007. The patient was treated with surgery (partial hysterectomy performed, however the surgeon was unable to remove essure) and surgery (partial hysterectomy performed, however the surgeon was unable to remove essure). Essure treatment was not changed. At the time of the report, the uterine perforation, sepsis, genital haemorrhage, back pain, depressive symptom, fatigue, weight fluctuation, dyspareunia, abdominal pain, depression, anxiety, weight increased, drug hypersensitivity, bladder disorder, urinary tract disorder and acute kidney injury outcome was unknown. The reporter considered abdominal pain, acute kidney injury, anxiety, back pain, bladder disorder, depression, depressive symptom, drug hypersensitivity, dyspareunia, fatigue, genital haemorrhage, sepsis, urinary tract disorder, uterine perforation, weight fluctuation and weight increased to be related to essure. The reporter commented: no effort was made to implant left-side essure coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. X-ray - in (B)(6) 2007: essure near spinal column (abnormal nos) (B)(6) 2007: partial hysterectomy: essure perforated the uterus (B)(6) 2007 abdomen 1 view impression: there appears to be a foreign body left lateral aspect of the lumbar spine. This could be internal or external to the patient. (B)(6) 2007 chest xray 1 view impression: increased perihilar congestion/atelectasis or infiltrate. Endotracheal tube removed and the right central venous catheter stable. Very small pleural effusions. (B)(6) 2007 chest xray 2 view : clinical history: shortness of breath impression: small pleural effusions but overall improved appearance of the lungs with decreased congestion and better aeration. (B)(6) 2007 surgical pathology surgical pathology report : ovary and fallopian tube, right, salpingo oophorectomy: fallopian tube with acute serositis compatible with pelvic inflammatory disease. Benign ovary with corpora albicantia and dystrophic calcification. No evidence of malignancy or dysplasia. Ovary, left, salpingo oophorectomy: fallopian tube with acute serositis compatible with pelvic inflammatory disease. Benign ovary with corpora albicantia and dystrophic calcification. No evidence of malignancy or dysplasia. Uterus, hysterectomy: benign weakly proliferative endometrium. Unremarkable myometrium. No evidence of malignancy or hyperplasla. Cervix not present. (B)(6) 2007 CT abdomen and pelvis with contrast : impression: linear metallic foreign object in question is left of midline anterior to the common iliac artery and iliopsoas muscle as described. Bilateral pleural effusions. 12 mm left lower lobe pulmonary nodule. Post operative changes in the pelvis and lower abdomen with a loop of small bowel within the incision. (B)(6) 2007 us renal impression: normal appearing kidneys (B)(6) 2007 abdomen 2 views clinical history: vomiting, abdominal pain impression: no bowel obstruction or free air. Linear metallic object left of the l5 vertebral body. Small bilateral pleural effusions. Concerning the injuries reported in this case, the following one/ones were described in patient's medical recordes: confirming: sepsis, pelvic pain. Abdominal pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 12-feb-2018: medically confirmed case. New events added: abdominal pain- episode/ pain abdomen chronic, depression/ worsened depression, allergic or hypersensitivity reaction- type: penicillin, bladder or urinary problems or changes, acute renal failure/kidneys shut down, did you undergo an essure confirmation test? No incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('during partial hysterectomy surgeon discovered that the coil had perforated her uterus and appeared on fluoroscopy to be near spinal column/ perforation (uterus)/ the device got embedded'), device dislocation ('known foreign object within the abdomen'), pelvic inflammatory disease ('pelvic inflammatory disease'), sepsis ('sepsis infection') and genital haemorrhage ('heavy bleeding') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "doctor experienced difficulty in implanting right-side essure coil" on (B)(6) 2007 and device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included parity 1 in 1990, gravida I, hypothyroidism, asthma, blood pressure high, high cholesterol, acute renal failure, incisional hernia, acute glomerulonephritis, hypopotassemia, meckel's diverticulum, phosphorus metabolism disorder, magnesium metabolism disorder, unspecified anemia, hyperlipidemia, acquired hypothyroidism, constipation, fascial operation nos and incisional hernia repair. Previously administered products included for an unreported indication: cyclobenzaprine, xanax, cyclobenzaprine and depo shot. Concurrent conditions included overweight, hypotension, hypoxia, hyperlipidemia, hypokalemia, nausea, vomiting, urinary tract infection, anemia, lobar pneumonia, peritonitis, acute respiratory failure, acidosis, unspecified septicemia, depressive disorder, penicillin allergy, nausea, pain, unspecified septicemia, acute respiratory failure, pulmonary oedema, hypotension, hypopotassemia, volume depletion, pure hypercholesterolemia, packed red blood cell transfusion, shortness of breath and hypoxia. Concomitant products included alprazolam from 2007 to 2017, benazepril from 2000 to 2018, dextromethorphan hydrobromide;doxylamine succinate;ephedrine sulfate;ethanol;paracetamol (nyquil) from 1980 to 2018, dextromethorphan hydrobromide;guaifenesin;paracetamol;pseudoephedrine hydrochloride (dayquil), diphenhydramine hydrochloride from 1980 to 2018, hydrocodone from 2000 to 2017, ibuprofen from 2008 to 2018, levothyroxine sodium (synthroid), paracetamol (tylenol) from 1980 to 2018, rosuvastatin calcium (crestor) from 2000 to 2018, sertraline hydrochloride (zoloft) from 2000 to 2018 and trazodone from 2000 to 2015. In 2007, the patient experienced back pain ("severe back pain"), fatigue ("fatigue"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), depression ("depression/ worsened depression"), anxiety ("anxiety"), drug hypersensitivity ("allergic or hypersensitivity reaction- type: penicillin"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and acute kidney injury ("acute renal failure/kidneys shut down"). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced abdominal pain ("abdominal pain- episode/ pain abdomen chronic"). On (B)(6) 2007, the patient experienced sepsis (seriousness criteria hospitalization and intervention required) and complication of device removal ("despite multiple attempts, the surgeon was unable to remove the essure"). In (B)(6) 2007, the patient experienced uterine perforation (seriousness criteria hospitalization, medically significant and intervention required). In 2009, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depressive symptom ("symptoms of depression") and weight fluctuation ("weight fluctuations"). The patient was hospitalized on (B)(6) 2007. The patient was treated with surgery (hysterectomy with bilateral salpingectomy and bilateral oophorectomy). Essure treatment was not changed. At the time of the report, the uterine perforation, device dislocation, pelvic inflammatory disease, sepsis, genital haemorrhage, complication of device removal, back pain, depressive symptom, fatigue, weight fluctuation, dyspareunia, abdominal pain, depression, anxiety, weight increased, drug hypersensitivity, bladder disorder, urinary tract disorder and acute kidney injury outcome was unknown. The reporter provided no causality assessment for pelvic inflammatory disease with essure. The reporter considered abdominal pain, acute kidney injury, anxiety, back pain, bladder disorder, complication of device removal, depression, depressive symptom, device dislocation, drug hypersensitivity, dyspareunia, fatigue, genital haemorrhage, sepsis, urinary tract disorder, uterine perforation, weight fluctuation and weight increased to be related to essure. The reporter commented: no effort was made to implant left-side essure coil and on (B)(6) 2007 essure retrieval(as written). She had taken concomitant drug anaesthetics. Removal procedure: diagnostic laparoscopy, exploratory laparotomy, supracervical hysterectomy and bilateral salpingo-oophorectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. X-ray - in (B)(6) 2007: assessment: abnormal nos results: essure near spinal column. (B)(6) 2007: partial hysterectomy: essure perforated the uterus (B)(6) 2007. Abdomen 1 view impression: there appears to be a foreign body left lateral aspect of the lumbar spine. This could be internal or external to the patient. (B)(6) 2007: chest xray 1 view impression: (1) increased perihilar congestion/atelectasis or infiltrate. (2) endotracheal tube removed and the right central venous catheter stable. (3) very small pleural effusions. (B)(6) 2007: chest xray 2 view : clinical history: shortness of breath impression: small pleural effusions but overall improved appearance of the lungs with decreased congestion and better aeration. (B)(6) 2007: surgical pathology surgical pathology report : a. Ovary and fallopian tube, right, salpingo oophorectomy: fallopian tube with acute serositis compatible with pelvic inflammatory disease. Benign ovary with corpora albicantia and dystrophic calcification. No evidence of malignancy or dysplasia. B. Ovary, left, salpingo oophorectomy: fallopian tube with acute serositis compatible with pelvic inflammatory disease. Benign ovary with corpora albicantia and dystrophic calcification. No evidence of malignancy or dysplasia. C. Uterus, hysterectomy: benign weakly proliferative endometrium. Unremarkable myometrium. No evidence of malignancy or hyperplasia. Cervix not present. (B)(6) 2007: CT abdomen and pelvis with contrast : impression: (1) linear metallic foreign object in question is left of midline anterior to the common iliac artery and iliopsoas muscle as described. (2) bilateral pleural effusions. (3) 12 mm left lower lobe pulmonary nodule. (4) post operative changes in the pelvis and lower abdomen with a loop of small bowel within the incision. (B)(6) 2007: us renal impression: normal appearing kidneys. (B)(6) 2007: abdomen 2 views clinical history: vomiting, abdominal pain impression: (1) no bowel obstruction or free air. (2) linear metallic object left of the l5 vertebral body. (3) small bilateral pleural effusions. (B)(6) 2007 : mammogram screening. Impression: benign breast evaluation. (B)(6) 2007: surgical pathology reports showed a. Ovary and fallopian tube, right, salpingo- oophorectomy: fallopian tube with acute serositis compatible with pelvic inflammatory disease. Benign ovary with corpora albicantia and dystrophic calcification. No evidence of malignancy or dysplasia. B. Ovary, left, salpingo-oophorectomy: fallopian tube with acute serositis compatible with pelvic inflammatory disease. Benign ovary with corpora albicantia and dystrophic calcification. No evidence of malignancy or dysplasia. C. Uterus, hysterectomy: benign weakly proliferative endometrium. Unremarkable myometrium. No evidence of malignancy or hyperplasia. Cervix not present. (B)(6) 2007: radiology reports findings: endotracheal tube in good position. Sub segmental atelectasis right mid lung. (B)(6) 2007: chest 1 view impression-right subclavian catheter in good position, no pneumothorax. Impression: (1) endotracheal tube in good position. (2) improved aeration right lung base. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records: confirming: sepsis, pelvic pain. Abdominal pain and described as pelvic inflammatory disease, uterine perforation, drug hypersensitivity, device dislocation. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 30-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('during partial hysterectomy surgeon discovered that the coil had perforated her uterus and appeared on fluoroscopy to be near spinal column/ perforation (uterus)/ the device got embedded'), device dislocation ('known foreign object within the abdomen'), pelvic inflammatory disease ('pelvic inflammatory disease'), sepsis ('sepsis infection') and genital haemorrhage ('heavy bleeding') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "doctor experienced difficulty in implanting right-side essure coil" on (B)(6) 2007 and device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included parity 1 in 1990, gravida I, hypothyroidism, asthma, blood pressure high, high cholesterol, acute renal failure, incisional hernia, acute glomerulonephritis, hypopotassemia, meckel's diverticulum, phosphorus metabolism disorder, magnesium metabolism disorder, unspecified anemia, hyperlipidemia, acquired hypothyroidism, constipation, fascial operation nos and incisional hernia repair. Previously administered products included for an unreported indication: cyclobenzaprine, xanax, cyclobenzaprine and depo shot. Concurrent conditions included overweight, hypotension, hypoxia, hyperlipidemia, hypokalemia, nausea, vomiting, urinary tract infection, anemia, lobar pneumonia, peritonitis, acute respiratory failure, acidosis, unspecified septicemia, depressive disorder, penicillin allergy, nausea, pain, unspecified septicemia, acute respiratory failure, pulmonary oedema, hypotension, hypopotassemia, volume depletion, pure hypercholesterolemia, packed red blood cell transfusion, shortness of breath and hypoxia. Concomitant products included alprazolam from 2007 to 2017, benazepril from 2000 to 2018, dextromethorphan hydrobromide;doxylamine succinate;ephedrine sulfate;ethanol;paracetamol (nyquil) from 1980 to 2018, dextromethorphan hydrobromide;guaifenesin;paracetamol;pseudoephedrine hydrochloride (dayquil), diphenhydramine hydrochloride from 1980 to 2018, hydrocodone from 2000 to 2017, ibuprofen from 2008 to 2018, levothyroxine sodium (synthroid), paracetamol (tylenol) from 1980 to 2018, rosuvastatin calcium (crestor) from 2000 to 2018, sertraline hydrochloride (zoloft) from 2000 to 2018 and trazodone from 2000 to 2015. In 2007, the patient experienced back pain ("severe back pain"), fatigue ("fatigue"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), depression ("depression/ worsened depression"), anxiety ("anxiety"), drug hypersensitivity ("allergic or hypersensitivity reaction- type: penicillin"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and acute kidney injury ("acute renal failure/kidneys shut down"). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced abdominal pain ("abdominal pain- episode/ pain abdomen chronic"). On (B)(6) 2007, the patient experienced sepsis (seriousness criteria hospitalization and intervention required) and complication of device removal ("despite multiple attempts, the surgeon was unable to remove the essure"). In (B)(6) 2007, the patient experienced uterine perforation (seriousness criteria hospitalization, medically significant and intervention required). In 2009, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depressive symptom ("symptoms of depression") and weight fluctuation ("weight fluctuations"). The patient was hospitalized on (B)(6) 2007. The patient was treated with surgery (right and left, salpingo-oophorectomy, hysterectomy with bilateral salpingectomy and bilateral oophorectomy and partial hysterectomy performed, however the surgeon was unable to remove essure). Essure treatment was not changed. At the time of the report, the uterine perforation, device dislocation, pelvic inflammatory disease, sepsis, genital haemorrhage, complication of device removal, back pain, depressive symptom, fatigue, weight fluctuation, dyspareunia, abdominal pain, depression, anxiety, weight increased, drug hypersensitivity, bladder disorder, urinary tract disorder and acute kidney injury outcome was unknown. The reporter provided no causality assessment for pelvic inflammatory disease with essure. The reporter considered abdominal pain, acute kidney injury, anxiety, back pain, bladder disorder, complication of device removal, depression, depressive symptom, device dislocation, drug hypersensitivity, dyspareunia, fatigue, genital haemorrhage, sepsis, urinary tract disorder, uterine perforation, weight fluctuation and weight increased to be related to essure. The reporter commented: no effort was made to implant left-side essure coil and on (B)(6) 2007 essure retrieval(as written). She had taken concomitant drug anaesthetics. Removal procedure: diagnostic laparoscopy, exploratory laparotomy, supracervical hysterectomy and bilateral salpingo-oophorectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. X-ray - in (B)(6) 2007: assessment: abnormal nos. Results: essure near spinal column. (B)(6) -2007: partial hysterectomy: essure perforated the uterus (B)(6) 2007. Abdomen 1 view impression: there appears to be a foreign body left lateral aspect of the lumbar spine. This could be internal or external to the patient. (B)(6) 2007. Chest xray 1 view impression: (1) increased perihilar congestion/atelectasis or infiltrate. (2) endotracheal tube removed and the right central venous catheter stable. (3) very small pleural effusions. (B)(6) 2007. Chest xray 2 view : clinical history: shortness of breath impression: small pleural effusions but overall improved appearance of the lungs with decreased congestion and better aeration. (B)(6) 2007. Surgical pathology surgical pathology report : a. Ovary and fallopian tube, right, salpingo oophorectomy: fallopian tube with acute serositis compatible with pelvic inflammatory disease. Benign ovary with corpora albicantia and dystrophic calcification. No evidence of malignancy or dysplasia. B. Ovary, left, salpingo oophorectomy: fallopian tube with acute serositis compatible with pelvic inflammatory disease. Benign ovary with corpora albicantia and dystrophic calcification. No evidence of malignancy or dysplasia. C. Uterus, hysterectomy: benign weakly proliferative endometrium. Unremarkable myometrium. No evidence of malignancy or hyperplasia. Cervix not present. (B)(6) 2007. CT abdomen and pelvis with contrast : impression: (1) linear metallic foreign object in question is left of midline anterior to the common iliac artery and iliopsoas muscle as described. (2) bilateral pleural effusions. (3) 12 mm left lower lobe pulmonary nodule. (4) post operative changes in the pelvis and lower abdomen with a loop of small bowel within the incision. (B)(6) 2007. Us renal impression: normal appearing kidneys (B)(6) 2007. Abdomen 2 views clinical history: vomiting, abdominal pain impression: (1) no bowel obstruction or free air. (2) linear metallic object left of the l5 vertebral body. (3) small bilateral pleural effusions. (B)(6) 2007 : mammoscreening. Impression: benign breast evaluation. (B)(6) 2007: surgical pathology reports showed a. Ovary and fallopian tube, right, salpingo- oophorectomy: fallopian tube with acute serositis compatible with pelvic inflammatory disease. Benign ovary with corpora albicantia and dystrophic calcification. No evidence of malignancy or dysplasia. B. Ovary, left, salpingo-oophorectomy: fallopian tube with acute serositis compatible with pelvic inflammatory disease. Benign ovary with corpora albicantia and dystrophic calcification. No evidence of malignancy or dysplasia. C. Uterus, hysterectomy: benign weakly proliferative endometrium. Unremarkable myometrium. No evidence of malignancy or hyperplasia. Cervix not present. (B)(6) 2007: radiology reports findings: endotracheal tube in good position. Sub segmental atelectasis right mid lung. (B)(6) 2007: chest 1 view. Impression-right subclavian catheter in good position, no pneumothorax. Impression: (1) endotracheal tube in good position. (2) improved aeration right lung base. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records: confirming: sepsis, pelvic pain. Abdominal pain and described as pelvic inflammatory disease, uterine perforation, drug hypersensitivity, device dislocation. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('during partial hysterectomy surgeon discovered that the coil had perforated her uterus and appeared on fluoroscopy to be near spinal column/ perforation (uterus)/ the device got embedded'), device dislocation ('known foreign object within the abdomen'), pelvic inflammatory disease ('pelvic inflammatory disease'), sepsis ('sepsis infection') and genital haemorrhage ('heavy bleeding') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "doctor experienced difficulty in implanting right-side essure coil" on (B)(6) 2007 and device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included parity 1 in 1990, gravida I, hypothyroidism, asthma, blood pressure high, high cholesterol, acute renal failure, incisional hernia, acute glomerulonephritis, hypopotassemia, meckel's diverticulum, phosphorus metabolism disorder, magnesium metabolism disorder, unspecified anemia, hyperlipidemia, acquired hypothyroidism, constipation, fascial operation nos and incisional hernia repair. Previously administered products included for an unreported indication: cyclobenzaprine, xanax, cyclobenzaprine and depo shot. Concurrent conditions included overweight, hypotension, hypoxia, hyperlipidemia, hypokalemia, nausea, vomiting, urinary tract infection, anemia, lobar pneumonia, peritonitis, acute respiratory failure, acidosis, unspecified septicemia, depressive disorder, penicillin allergy, nausea, pain, unspecified septicemia, acute respiratory failure, pulmonary oedema, hypotension, hypopotassemia, volume depletion, pure hypercholesterolemia, packed red blood cell transfusion, shortness of breath and hypoxia. Concomitant products included alprazolam from 2007 to 2017, benazepril from 2000 to 2018, dextromethorphan hydrobromide;doxylamine succinate;ephedrine sulfate;ethanol;paracetamol (nyquil) from 1980 to 2018, dextromethorphan hydrobromide;guaifenesin;paracetamol;pseudoephedrine hydrochloride (dayquil), diphenhydramine hydrochloride from 1980 to 2018, hydrocodone from 2000 to 2017, ibuprofen from 2008 to 2018, levothyroxine sodium (synthroid), paracetamol (tylenol) from 1980 to 2018, rosuvastatin calcium (crestor) from 2000 to 2018, sertraline hydrochloride (zoloft) from 2000 to 2018 and trazodone from 2000 to 2015. On (B)(6) 2007, the patient had essure inserted. In 2007, the patient experienced back pain ("severe back pain"), fatigue ("fatigue"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), depression ("depression/ worsened depression"), anxiety ("anxiety"), drug hypersensitivity ("allergic or hypersensitivity reaction- type: penicillin"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and acute kidney injury ("acute renal failure/kidneys shut down"). On (B)(6) 2007, the patient experienced abdominal pain ("abdominal pain- episode/ pain abdomen chronic"). On (B)(6) 2007, the patient experienced sepsis (seriousness criteria hospitalization and intervention required) and complication of device removal ("despite multiple attempts, the surgeon was unable to remove the essure"). In (B)(6) 2007, the patient experienced uterine perforation (seriousness criteria hospitalization, medically significant and intervention required). In 2009, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depressive symptom ("symptoms of depression") and weight fluctuation ("weight fluctuations"). The patient was hospitalized on (B)(6) 2007. The patient was treated with surgery (right and left, salpingo-oophorectomy, hysterectomy with bilateral salpingectomy and bilateral oophorectomy and partial hysterectomy performed, however the surgeon was unable to remove essure). Essure treatment was not changed. At the time of the report, the uterine perforation, device dislocation, pelvic inflammatory disease, sepsis, genital haemorrhage, complication of device removal, back pain, depressive symptom, fatigue, weight fluctuation, dyspareunia, abdominal pain, depression, anxiety, weight increased, drug hypersensitivity, bladder disorder, urinary tract disorder and acute kidney injury outcome was unknown. The reporter provided no causality assessment for pelvic inflammatory disease with essure. The reporter considered abdominal pain, acute kidney injury, anxiety, back pain, bladder disorder, complication of device removal, depression, depressive symptom, device dislocation, drug hypersensitivity, dyspareunia, fatigue, genital haemorrhage, sepsis, urinary tract disorder, uterine perforation, weight fluctuation and weight increased to be related to essure. The reporter commented: no effort was made to implant left-side essure coil and on (B)(6) 2007 essure retrieval(as written). She had taken concomitant drug anaesthetics. Removal procedure: diagnostic laparoscopy, exploratory laparotomy, supracervical hysterectomy and bilateral salpingo-oophorectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. X-ray - in (B)(6) 2007: assessment: abnormal nos results: essure near spinal column. (B)(6) 2007: partial hysterectomy: essure perforated the uterus (B)(6) 2007: abdomen 1 view impression: there appears to be a foreign body left lateral aspect of the lumbar spine. This could be internal or external to the patient. (B)(6) 2007: chest xray 1 view impression: (1) increased perihilar congestion/atelectasis or infiltrate. (2) endotracheal tube removed and the right central venous catheter stable. (3) very small pleural effusions. (B)(6) 2007: chest xray 2 view : clinical history: shortness of breath impression: small pleural effusions but overall improved appearance of the lungs with decreased congestion and better aeration. (B)(6) 2007: surgical pathology surgical pathology report : a. Ovary and fallopian tube, right, salpingo oophorectomy: fallopian tube with acute serositis compatible with pelvic inflammatory disease. Benign ovary with corpora albicantia and dystrophic calcification. No evidence of malignancy or dysplasia. B. Ovary, left, salpingo oophorectomy: fallopian tube with acute serositis compatible with pelvic inflammatory disease. Benign ovary with corpora albicantia and dystrophic calcification. No evidence of malignancy or dysplasia. C. Uterus, hysterectomy: benign weakly proliferative endometrium. Unremarkable myometrium. No evidence of malignancy or hyperplasla. Cervix not present. (B)(6) 2007: CT abdomen and pelvis with contrast : impression: (1) linear metallic foreign object in question is left of midline anterior to the common iliac artery and iliopsoas muscle as described. (2) bilateral pleural effusions. (3) 12 mm left lower lobe pulmonary nodule. (4) post operative changes in the pelvis and lower abdomen with a loop of small bowel within the incision. (B)(6) 2007: us renal impression: normal appearing kidneys. (B)(6) 2007: abdomen 2 views clinical history: vomiting, abdominal pain impression: (1) no bowel obstruction or free air. (2) linear metallic object left of the l5 vertebral body. (3) small bilateral pleural effusions. (B)(6) 2007 : mammoscreening. Impression: benign breast evaluation. (B)(6) 2007: surgical pathology reports showed a. Ovary and fallopian tube, right, salpingo- oophorectomy: fallopian tube with acute serositis compatible with pelvic inflammatory disease. Benign ovary with corpora albicantia and dystrophic calcification. No evidence of malignancy or dysplasia. B. Ovary, left, salpingo-oophorectomy: fallopian tube with acute serositis compatible with pelvic inflammatory disease. Benign ovary with corpora albicantia and dystrophic calcification. No evidence of malignancy or dysplasia. C. Uterus, hysterectomy: benign weakly proliferative endometrium. Unremarkable myometrium. No evidence of malignancy or hyperplasia. Cervix not present. (B)(6) 2007: radiology reports. Findings: endotracheal tube in good position. Sub segmental atelectasis right mid lung. (B)(6) 2007: chest 1 view. Impression-right subclavian catheter in good position, no pneumothorax. Impression: (1) endotracheal tube in good position. (2) improved aeration right lung base. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records: confirming: sepsis, pelvic pain. Abdominal pain and described as pelvic inflammatory disease, uterine perforation, drug hypersensitivity, device dislocation. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 4-mar-2021: mr received. Reporter information, patient's medical history and event "known foreign object within the abdomen" was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("during partial hysterectomy surgeon discovered that the coil had perforated her uterus and appeared on fluoroscopy to be near spinal column/ perforation (uterus)"), pelvic inflammatory disease ("pelvic inflammatory disease"), sepsis ("sepsis infection") and genital haemorrhage ("heavy bleeding") in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "doctor experienced difficulty in implanting right-side essure coil" on (B)(6) 2007, device difficult to use "despite multiple attempts, the surgeon was unable to remove the essure" on (B)(6)2007 and device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included gravida I, parity 1 in 1990, hypothyroidism, asthma, blood pressure high and high cholesterol. Previously administered products included for an unreported indication: depo shot. Concurrent conditions included overweight, hypotension, hypoxia, hyperlipidemia, hypokalemia, nausea, vomiting, urinary tract infection, anemia, lobar pneumonia, peritonitis, acute respiratory failure, acidosis, unspecified septicemia, depressive disorder, sepsis and penicillin allergy. Concomitant products included alprazolam from 2007 to 2017, anaesthetics, benadryl cold and flu (dayquil), benazepril from 2000 to 2018, diphenhydramine hydrochloride (benadryl) from 1980 to 2018, hydrocodone from 2000 to 2017, ibuprofen (advil) from 2008 to 2018, levothyroxine sodium (synthroid), medinite (nyquil) from 1980 to 2018, paracetamol (tylenol) from 1980 to 2018, rosuvastatin (crestor) from 2000 to 2018, sertraline (zoloft) from 2000 to 2018 and trazodone from 2000 to 2015. On (B)(6) 2007, the patient had essure inserted. In 2007, the patient experienced back pain ("severe back pain"), fatigue ("fatigue"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercource)"), depression ("depression/ worsened depression"), anxiety ("anxiety"), drug hypersensitivity ("allergic or hypersensitivity reaction- type: penicillin"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and acute kidney injury ("acute renal failure/kidneys shut down"). On the same day, the patient experienced abdominal pain ("abdominal pain- episode/ pain abdomen chronic"). On (B)(6) 2007, the patient experienced sepsis (seriousness criteria hospitalization and intervention required). In (B)(6) 2007, the patient experienced uterine perforation (seriousness criteria hospitalization and intervention required). In 2009, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depressive symptom ("symptoms of depression") and weight fluctuation ("weight fluctuations"). The patient was hospitalized on (B)(6) 2007. The patient was treated with surgery (partial hysterectomy, however the surgeon was unable to remove essure, right, salpingo-oophorectomy), surgery (right and left, salpingo-oophorectomy) and surgery (partial hysterectomy performed, however the surgeon was unable to remove essure). Essure treatment was not changed. At the time of the report, the uterine perforation, pelvic inflammatory disease, sepsis, genital haemorrhage, back pain, depressive symptom, fatigue, weight fluctuation, dyspareunia, abdominal pain, depression, anxiety, weight increased, drug hypersensitivity, bladder disorder, urinary tract disorder and acute kidney injury outcome was unknown. The reporter provided no causality assessment for pelvic inflammatory disease with essure. The reporter considered abdominal pain, acute kidney injury, anxiety, back pain, bladder disorder, depression, depressive symptom, drug hypersensitivity, dyspareunia, fatigue, genital haemorrhage, sepsis, urinary tract disorder, uterine perforation, weight fluctuation and weight increased to be related to essure. The reporter commented: no effort was made to implant left-side essure coil and on (B)(6) 2007 esure retrieval. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. X-ray - in (B)(6) 2007: essure near spinal column (abnormal nos). On (B)(6) 2007: partial hysterectomy: essure perforated the uterus. On (B)(6) 2007: abdomen 1 view impression: there appears to be a foreign body left lateral aspect of the lumbar spine. This could be internal or external to the patient. On (B)(6) 2007: chest xray 1 view impression: (1) increased perihilar congestion/atelectasis or infiltrate. (2) endotracheal tube removed and the right central venous catheter stable. (3) very small pleural effusions. On (B)(6) 2007: chest xray 2 view : clinical history: shortness of breath impression: small pleural effusions but overall improved appearance of the lungs with decreased congestion and better aeration. On (B)(6) 2007: surgical pathology surgical pathology report : a. Ovary and fallopian tube, right, salpingo oophorectomy: fallopian tube with acute serositis compatible with pelvic inflammatory disease. Benign ovary with corpora albicantia and dystrophic calcification. No evidence of malignancy or dysplasia. B. Ovary, left, salpingo oophorectomy: fallopian tube with acute serositis compatible with pelvic inflammatory disease. Benign ovary with corpora albicantia and dystrophic calcification. No evidence of malignancy or dysplasia. C. Uterus, hysterectomy: benign weakly proliferative endometrium. Unremarkable myometrium. No evidence of malignancy or hyperplasla. Cervix not present. On (B)(6) 2007: CT abdomen and pelvis with contrast : impression: (1) linear metallic foreign object in question is left of midline anterior to the common iliac artery and iliopsoas muscle as described. (2) bilateral pleural effusions. (3) 12 mm left lower lobe pulmonary nodule. (4) post operative changes in the pelvis and lower abdomen with a loop of small bowel within the incision. On (B)(6) 2007: us renal impression: normal appearing kidneys. (B)(6) 2007: abdomen 2 views clinical history: vomiting, abdominal pain impression: (1) no bowel obstruction or free air. (2) linear metallic object left of the l5 vertebral body. (3) small bilateral pleural effusions. (B)(6) 2007 : mammoscreening. Impression: benign breast evaluation. (B)(6) 2007: surgical pathology reports showed a. Ovary and fallopian tube, right, salpingo- oophorectomy: fallopian tube with acute serositis compatible with pelvic inflammatory disease. Benign ovary with corpora albicantia and dystrophic calcification. No evidence of malignancy or dysplasia. B. Ovary, left, salpingo-oophorectomy: fallopian tube with acute serositis compatible with pelvic inflammatory disease. Benign ovary with corpora albicantia and dystrophic calcification. No evidence of malignancy or dysplasia. C. Uterus, hysterectomy: benign weakly proliferative endometrium. Unremarkable myometrium. No evidence of malignancy or hyperplasia. Cervix not present. (B)(6) 2007: radiology reports findings: endotracheal tube in good position. Sub segmental atelectasis right mid lung. (B)(6) 2007: chest 1 view impression-right subclavian catheter in good position, no pneumothorax. Impression: (1) endotracheal tube in good position. (2) improved aeration right lung base. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical recordes: confirming: sepsis, pelvic pain. Abdominal pain and described as pelvic inflammatory disease . Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 26-feb-2018: medical record received. Concomitant and historical condition and relevant tests added. Pelvic inflammatory disease was added from medical record. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 26-jan-2017: quality safety evaluation of ptc. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding (seen as genital bleeding) and sepsis infection. A partial hysterectomy in order to have the infected essure device removed was performed. However, during this procedure the surgeon discovered that a coil had perforated her uterus and appeared on fluoroscopy to be near spinal column. Despite multiple attempts, the surgeon was unable to remove the essure. She was hospitalized. Only the event sepsis infection is unanticipated according to the reference safety information for essure. The other events are anticipated. In this case, no alternative explanation was given for the event genital bleeding. The plaintiff experienced sepsis infection one day after essure insertion. The events sepsis infection and uterine perforation occurred as a complication of essure insertion. Therefore, a causal relationship between the events and essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and attempt to remove essure coils was performed. Additionally, non-serious events were reported. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("during partial hysterectomy surgeon discovered that the coil had perforated her uterus and appeared on fluoroscopy to be near spinal column"), sepsis ("sepsis infection") and genital haemorrhage ("heavy bleeding") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient started essure. On (B)(6) 2007, 1 day after starting essure, the patient experienced the second episode of device difficult to use ("doctor experienced difficulty in implanting right-side essure coil"). On (B)(6) 2007, the patient experienced sepsis (serious criteria hospitalization and clinically significant/intervention required) and the first episode of device difficult to use ("despite multiple attempts, the surgeon was unable to remove the essure"). In (B)(6) 2007, the patient experienced uterine perforation (serious criteria hospitalization and clinically significant/intervention required). On an unknown date, the patient experienced genital haemorrhage (serious criterion medically significant), back pain ("severe back pain"), depressive symptom ("symptoms of depression"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations") and dyspareunia ("pain during intercourse"). The patient was hospitalized on (B)(6)2007. The patient was treated with surgery (partial hysterectomy performed, however the surgeon was unable to remove essure) and surgery (partial hysterectomy performed, however the surgeon was unable to remove essure). Essure treatment was not changed. At the time of the report, the uterine perforation, sepsis, genital haemorrhage, first episode of device difficult to use, second episode of device difficult to use, back pain, depressive symptom, fatigue, weight fluctuation and dyspareunia outcome was unknown. The reporter considered uterine perforation, sepsis, genital haemorrhage, the first episode of device difficult to use, the second episode of device difficult to use, back pain, depressive symptom, fatigue, weight fluctuation and dyspareunia to be related to essure. The reporter commented: no effort was made to implant left-side essure coil. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2007: x-ray result was essure near spinal column (abnormal nos). (B)(6) 2007: partial hysterectomy: essure perforated the uterus company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding (seen as genital bleeding) and sepsis infection. A partial hysterectomy in order to have the infected essure device removed was performed. However, during this procedure the surgeon discovered that a coil had perforated her uterus and appeared on fluoroscopy to be near spinal column. Despite multiple attempts, the surgeon was unable to remove the essure. She was hospitalized. Only the event sepsis infection is unanticipated according to the reference safety information for essure. The other events are anticipated. In this case, no alternative explanation was given for the event genital bleeding. The plaintiff experienced sepsis infection one day after essure insertion. The events sepsis infection and uterine perforation occurred as a complication of essure insertion. Therefore, a causal relationship between the events and essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and attempt to remove essure coils was performed. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.